Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The reported femoral head was used in conjunction with a competitors acetabular liner. This use of a depuy device is not recommended and is considered off label use. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for dislocations, pain, and subluxation. The liner involved was a competitor product. The revision operative note also mentioned pseudotumor, but the patient was revised on (B)(6) 2013 for a pseudotumor.